Event description:
Summplemental information received states that several weeks prior to the date of event, the patient suffered recurrent attacks of lower back pain. There was no history of back problems and the pain became severe in late march. During an orthopedic consultation in april, she received a diagnosis of "arthritic back." A ruptured implant was revealed during the patient's medical checkup in november.